Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device was not returned to gore.

Event description:
On (B)(6) 2017, the patient present for treatment of common iliac artery stenosis using gore® viabahn® vbx balloon expandable endoprosthesis. It was reported a 8fr cook sheath on an amplaz .035 wire was used during the procedure. The device was reportedly implanted with no issues. However, it was reported that the patient's common iliac artery's were heavily calcified. It was reported immediately post implant of the gore® viabahn® vbx balloon expandable endoprosthesis the physician identified the patient's left foot was cold to the touch. Imaging was performed and emboli was identified to be blocking the patient's popliteal artery. It was reported the patient was transferred to the operating room and underwent a thrombectomy. Blood flow was reportedly completely returned to the patient's left foot. The patient tolerated the procedure. No further adverse events were reported.